Event description:
It was reported that at implant, the pulse generator could not be interrogated. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a battery weld anomaly which contributed to the interrogation anomaly experienced in the field.